Event description:
The reporter called and alleged a discrepant result was obtained on the device when compared to a lab. The device results reported were 4.5 and 8.0 inr. The reported lab results were 2.32 and 4.96 inr. The device was replaced and requested to be returned for evaluation.